Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead looked great under fluoroscopyically and performed well while patient was supine. Testing in the clinic revealed far field oversensing on the atrial channel and rv capture. The physician decided to reposition this lead to a more posterior position to avoid interacting with the valve. This lead remains actively implanted.